Manufacturer narrative:
The plant has reviewed this batch (lot #: l75954) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples meet the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all meet product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: j81192) from an unspecified date for an unspecified indication. The patient's medical history was unknown (good general condition). Concomitant medication included metamizole sodium (novaminsulfon) since (B)(6) 2016, 1-2 x 500 mg tablet, 4x/day for muscle tension, naloxone hydrochloride, tilidine hydrochloride (tilidin comp. Stada) since (B)(6) 2016 at 1-2 tablets at night for muscle tension, methocarbamol (ortoton) since (B)(6) 2016 3x2 tablets for muscle tension. The patient experienced burn blisters with wounds. The outcome of the events was unknown. Upon follow up, it was reported on (B)(6) 2016, the patient used single thermacare fuer flexible anwendung (lot# l75954, expiration date: feb2018) for muscle tension of back muscles which caused burn blisters with wounds requiring treatment with burn and wound gel and zink-ointment. Thermacare was not used in the past. Surgery was not required and the outcome was unknown. Burn blisters with wounds as big as patch, according to pictures. Severity could not be exactly classified, but presumably second degree. According to the product quality complaint group: the plant has reviewed this batch (lot # j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations. New information received from product quality complaint (pqc) group includes investigation results for lot # l75954. The plant has reviewed this batch (lot #: l75954) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples meet the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all meet product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the product quality complaint group included investigational results for lot #j81192. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the contactable pharmacist included patient's data (height, weight and age), concomitant medications, product data (additional suspect product thermacare fuer flexible anwendung), reaction data (event verbatim burn blisters with wounds as big as patch/presumably second degree, onset date, treatment). Follow-up ((B)(6) 2016): new information received from product quality complaints (pqc) group included: product quality investigation results for lot # l75954. Company clinical evaluation comment based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary the plant has reviewed this batch (lot #: l75954) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples meet the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all meet product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree [burns second degree]; burn blisters with wounds [wound]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot number j81192, from an unspecified date for an unspecified indication. The patient medical history was unknown (good general condition). Concomitant medication included metamizole sodium (novaminsulfone) since (B)(6) 2016, 1-2 x 500 mg tablet, 4x/day for muscle tension, naloxone hydrochloride, tilidine hydrochloride (tilidine comp. Stada) since (B)(6) 2016 at 1-2 tablets at night for muscle tension, methocarbamol (ortoton) since (B)(6) 2016 3x2 tablets for muscle tension. The patient experienced burn blisters with wounds. The outcome of the events was unknown. Upon follow up, it was reported on (B)(6) 2016, the patient used single thermacare fuer flexible anwendung (lot# l75954, expiration date: feb2018) for muscle tension of back muscles which caused burn blisters with wounds requiring treatment with burn and wound gel and zink-ointment. Thermacare was not used in the past. Surgery was not required and the outcome was unknown. Burn blisters with wounds as big as patch, according to pictures severity could not be exactly classified, but presumably second degree. According to the product quality complaint group: the plant has reviewed this batch (lot # j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (22jan2016): new information received from the product quality complaint group included investigational results. Additional information has been requested and will be provided as it becomes available. Follow-up (19feb2016): new information received from the contactable pharmacist included patient's data (height, weight and age), concomitant medications, product data (additional suspect product thermacare fuer flexible anwendung), reaction data (event verbatim burn blisters with wounds as big as patch/presumably second degree, onset date, treatment). Company clinical evaluation comment based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.